Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarm during manual prime. The customer's blood glucose level at the time of incident was 400mg/dl. Troubleshoot was conducted. The customer was not sure of expiration date on their reservoirs. The customer was advised to air on the side of caution and avoids using potential expired reservoirs. The customer states they will be using non expired reservoir and monitor the device for recurring issues.